Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted into the patient, the patient became hypotensive and a cardiac tamponade was detected. The procedure was aborted. No further patient complications have been reported as a result of this event.